Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole near the center of the balloon part upon first inflation at 4 atmospheres within 2 seconds. The device was removed using normal method without any issue and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.